Manufacturer narrative:
Investigation summary: bd had not received samples, but 1 photo provided for investigation. The photo was reviewed and the indicated failure mode for poor barrier separation was observed. Bd was unable to determine the specific material and lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint has been confirmed for the indicated failure mode poor barrier separation based on the photo provided. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using an unspecified bd vacutainer® tube with gel, 10 tubes exhibited poor barrier separation after processing. There was no health impact or consequences reported.

Manufacturer narrative:
Unknown manufacturer: a catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D4. Medical device expiration date: unknown. D4. Unique identifier (UDI) #: unknown. H4. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using an unspecified bd vacutainer® tube with gel, 10 tubes exhibited poor barrier separation after processing. There was no health impact or consequences reported.